Event description:
A hospital in (B)(6) reported via our distributor that the water feedset of an mr290 vented autofeed humidification chamber was "damaged". This was reported prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint chamber was returned to the manufacturer and visually inspected. Results: the water feedset spike was found to be broken into 2 pieces. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the damage to the water feedset spike was caused by excessive force. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. The chamber would have failed the pressure test if the water feedset spike was in the broken state. This suggests that the damage to water feedset spike occurred post-production. The user instructions which accompany the mr290 chamber state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."